Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The mbt revision reamers and hudson adaptor are spinning off each other.

Manufacturer narrative:
Examination of the submitted modified hudson adaptors confirmed the end that attaches to the reamer is damaged. The root cause is attributed to device wear from normal use and servicing. The damage is consistent with the mating reamers wearing/stripping after being subjected to heavy usage/hard cortical bone. Examination of the submitted mbt revision reamers revealed areas of wear and deformation on the corners of the flats. The damage to the mbt revision reamers is consistent with the reamers striping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. The root cause is attributed to product wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.